Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was watching television the suddenly felt weak and had blurry vision. They did not check their cgm nor did they check a finger stick reading. The patient's husband and child brought the patient to the hospital around 4:00pm. Upon arrival, the nurse checked the patient's bg but the patient could not recall what the value was but the value was low. The nurse provided the patient orange juice, jelly and bread. After eating, the nurse checked the patient's bg and it was 144 mg/dl while the cgm was 109 mg/dl. The patient was discharged from the hospital at 10:00pm. At the time of the report, the patient was doing fine and was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values (post treatment) fall within the b zone of the parkes error grid. No additional patient or event information is available.